Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure implant and tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced coccydynia ("chronic pain in tailbone region") and intervertebral disc protrusion ("bulged disc"). The patient was treated with surgery (essure implant and tubes removed). Essure was removed. At the time of the report, the medical device removal, coccydynia and intervertebral disc protrusion outcome was unknown. The reporter considered coccydynia, intervertebral disc protrusion and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on an unknown date: hips are off. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure implant and tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced coccydynia ("chronic pain in tailbone region") and intervertebral disc protrusion ("bulged disc"). The patient was treated with surgery (essure implant and tubes removed). Essure was removed. At the time of the report, the medical device removal, coccydynia and intervertebral disc protrusion outcome was unknown. The reporter considered coccydynia, intervertebral disc protrusion and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: hips are off. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.